Event description:
At the end of the urology case, just prior to moving the pt onto a stretcher, the cysto bed started to lower at the foot end toward the floor. Staff was able to move pt without incident to the stretcher. The cysto bed was not able to operate normally, so it was removed from or and tagged for repair. Diagnosis: cysto cases.